Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer stated that the events leading to his admission was abdominal pain and high glucose. The customer was experiencing high glucose level for the past several days. Troubleshooting was performed. The customer's most recent glucose reading was 258 mg/dl, and he has treated with manual injections. The programming time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was reported.